Event description:
It was reported that the lower screen on the external pulse generator needed to be replaced or repaired. It was further reported the lower display has vertical lines. The generator was returned for service. The return paperwork indicated that there was no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the lower part of the display was missing segments. It was also noted that the upper case, side bail covers, and ring cover were broken, the battery release and battery drawer were sticky, the side bails were missing, and the keyboard was scratched.